Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a contaminated downstream occlusion sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a contaminated downstream occlusion sensor while the event history log confirmed a downstream occlusion alarm. The event occurred during pre-test. There was no patient involvement.